Event description:
The customer stated that he received back to back blood glucose readings of 13, 148, and 42 mg/dl. The differences between these readings fall in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.